Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the quartet lead was found to be displaced; the quartet lead was explanted and replaced with a new lead. The patient received no inappropriate therapies and is in good condition.